Event description:
Customer reported that an asante pump body was opened and the customer began its use on the morning of (B)(6). She called in to asante customer care on the morning of (B)(6) to report a low power alert followed by a no power alarm and the pump shut off. She was advised to replace the pump body and insulin cartridge. A new pump body and insulin cartridge were started. Mid-day on (B)(6), the customer had lunch and her blood glucose (bg) level was 168 mg/dl, at which time she made a correction bolus. She reported that 2 hours later, her bg was 400 and began to have some abdomen pains. One hour later, the customer called her physician and her bg was at 438 mg/dl. The physician instructed her to change her pump, insulin cartridge, infusion set and cannula and report to the hospital, by the time customer was seen in hospital, her bg level was down to 150 mg/dl. Lab work performed at hospital confirmed diabetic ketoacidosis (dka). The asante snap pump system was removed by hospital staff and replaced with IV. On (B)(6) 2014 the customer was asked to begin using her snap pump system and she had breakfast. At 12:30 pm pt had lunch. At 3:00 pm her bg was at 99 mg/dl and she was discharged from the hospital.

Manufacturer narrative:
The reported issue of low battery alert/no power alarm in pump body "a" was confirmed by evaluation of the returned unit. However, asante believes this malfunction did not contributed to the customer's elevated blood glucose.